Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, customer believed cause was due to carbohydrates consumed, however, also indicated cartridge needed to be changed. Bg was addressed via a correction bolus. Reportedly, the customer continued to use the pump for insulin therapy.